Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella 5.5 support for optimization during ventricular assist device (vad) work up. While on support, the patient experienced ventricular tachycardia (vt) which required cardioversion. The patient also had runs of non-sustained ventricular tachycardia (nsvt). Per staff, the patient had been experiencing vt since before 5.5 implant. Echocardiography was performed yesterday and pump position was confirmed. Hemolysis was noted but was resolved. Additionally, hematoma was noted but was old and not growing. No intervention was mentioned regarding hematoma. The patient survived the event.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined.